Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation on 06/09/2015. Investigation results are as follows: visual inspection of the returned platform was performed and it was found that there were missing pixels on the lcd display. It was also observed that the load cell amp cable was damaged. The short black cover was cracked/split, the battery latch lock and screw were missing, and the internal screw posts were also found to be damaged. From the condition of the returned platform, the damages appear to have been caused by normal wear and tear (autopulse manufactured in 6/2008). Functional testing was performed and it was observed that both load cells were not registering low weights correctly. Further inspection determined that both load cell modules were defective. Following replacement of the load cell modules, the platform passed all functional testing. The archive was unable to be downloaded therefore a review of the archive was not performed. Based on the investigation, the parts identified for replacement were the blue case and all associated parts, the lcd screen, load cell amp cable, both load cells, the short black cover, the battery latch lock and screw. In summary, the reported complaint that the lcd display was only partially displaying it's characters and that the cable was broken was confirmed based on visual inspection and is attributed to normal wear and tear. The lcd screen and load cell amp cable were replaced to remedy the complaint. Following service, including replacement of parts identified during investigation, the platform passed all testing criteria.

Event description:
It was reported that the characters on the lcd display of the autopulse platform were only partially displaying. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
It was also reported that when zoll (B)(4) was attempting to replace the lcd display, a cable was observed to be broken. Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.